Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient was resting, they did not have a good day, they didn¿t sleep the night before and was wiped out. On (B)(6) 2017 it was reported that the patient was feeling miserable with the trial and wanted it out. It was reported that the patient was having a really hard time and was more incontinent than before the trial. It was noted that the trial began on (B)(6) 2017. On (B)(6) 2017 the patient reported that their symptoms were worse than before the trial because they were unable to void on their own at all now. No further complications were reported.